Event description:
Additional information was received from the manufacturer's representative (rep) who clarified the ins had migrated, it was initially implanted flat, there was no fall or accident.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B2 revision was not required, intervention no longer applies. H6: rf1905 and f12 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) via the healthcare professional: the patient did not have surgery and they got the device to charge so it is okay now, there was no surgery of any sort.

Manufacturer narrative:
Analysis of the patient's recharger logs show 1707 error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) 2021 from a patient via manufacturers representative (rep) regarding a wr (wireless recharger) for use with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that¿the recharger is not able to maintain a connection with the implant. The rep stated they tried repositioning with the belt and without the belt. It is able to connect for a couple of seconds and then goes back to searching.¿ on the call they reset the recharger and tried again. They tried positioning without the belt again. The rep tried all different positions and was still unable to get it to connect. They requested a new recharger be sent to the patient. No symptoms were reported. 2021-mar-03 additional information was received from the manufacturer's representative (rep) who stated the patient is having same issue with the replacement wireless recharger (wr) in that it will connect briefly to charge ins and then it will then disconnect. The only way the pt can get any charging to occur if it pt lies flat with wr underneath them. Communicator is working fine to find the ins. Ins position isn't known so ts (tech support) reviewed the possibility of taking x-rays to see if ins position is causing this issue. Ts suggested taking lateral x-ray so position of ins to skin is known. On (B)(6) the rep reported additional detail: they believe that the implant was placed too deep. The implant is on the patient's right side and upon looking at the x-rays taken with the patient standing they could see exactly how the implant was positioned, and it looks as though it has kind of turned at an angle where its not laying flat in the pocket which has probably further contributed to charging complications. The office has been made aware that its more than likely too deep and the patient will be having a pocket revision to resolve the issue.